Manufacturer narrative:
At analysis the stated reason for return was confirmed, the touch screen was out of calibration. It was additionally noted that an error in the software history was found. The bezel assembly (touch screen) was replaced and calibrated and new software was installed. The device was cleaned and it passed its electrical safety as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the programmer's pen calibration. The programmer has not been returned to service. There were no patient complications reported as a result of this event.